Event description:
It was reported that: (B)(6) 2023, the luer hub was found damaged during use on the patient. Patient reported as fine.

Manufacturer narrative:
(B)(4), the customer returned one, opened retrograde hemodialysis kit for analysis. Signs of use in the form of biological material were observed. A yellow discoloration was also noted on the connector assembly and the compression cap. Visual inspection of the sample confirmed a crack along the molding seam of the compression cap. The compression cap was threaded off the connector assembly to analyze the sleeve. Visual and microscopic examination revealed that the green sleeve contained imprints from becoming pinched between the threads of the compression cap and connector assembly. R & d has been previously contacted regarding this failure mode. They confirmed that over-tightening of the compression cap during use can cause or contribute to this type of failure mode. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "green compression sleeve must be present when threading compression cap onto hub connection assembly. Failure to do so may result in air embolism, blood loss, or catheter separation". The IFU also states, "thread compression cap onto hub connection assembly firmly, but do not over tighten. There should be no threads visible on hub connection assembly". The report of a damaged compression cap was confirmed through complaint investigation. Visual analysis revealed a crack in the compression cap. Visual and microscopic examination also revealed thread imprints on the green compression sleeve, which likely occurred from being pinched between the connector assembly and compression cap. A device history record review was performed, and no relevant findings were identified. Based on the sample received, the report from the customer, and past comments from r & d, the root cause for this issue is likely due to unintentional use error. Teleflex will continue to monitor and trend for reports if this nature.

Event description:
It was reported that: (B)(6) 2023, the luer hub was found damaged during use on the patient. Patient reported as fine.

Manufacturer narrative:
Qn#(B)(4). The report of a damaged compression cap was confirmed through visual inspection of the customer-supplied photo. The compression cap appeared to have become cracked during use. This damage is consistent with overtightening of the cap. A device history record review was performed, and no relevant findings were identified. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: 27 nov 2023, the luer hub was found damaged during use on the patient. Patient reported as fine.